Event description:
I am 8 months post heart transplant. I take immunosuppressants and steroids among many other medications. I recently began using abbott freestyle libre 2 continuous glucose monitoring. In the last 2 weeks I have had to replace the sensor multiple times due to wide variance in readings between the device(s) and my accu-chek guide reader with fresh test strips. The sensors were delivered to me from multiple locations in the us so I doubt any manufacturing defect. I am applying the sensor correctly, as per instructions, and I am using android phone to read the sensor with the most updated app. I have contacted abbott on many occasions and they continue to replace the 'defective' sensors but I suspect something more. Can you help figure it out?